Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that his new implantable neurostimulator was working fine but when the patient tried to eat his stomach began cramping so bad. He had a loss of therapy and return of symptoms and he had not had the same therapy benefit since replacement. He was going to the bathroom 20 times per day and several times when he goes to the bathroom it is all blood. He slept about six hours since implant. These symptoms were considered sudden in onset. Stimulation was reportedly on program 2 at 1.1v. The patient said this was a very low setting for him. Stimulation was increased to 1.3 and the patient felt stimulation. Additional information received from the health care professional reported that adjustments were made to the stimulator. It was noted that the patient did have a fall and may need to have the device removed. The patient was implanted for fecal incontinence